Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic during interrogation with a right ventricular lead with a high voltage impedance that was high and out of range. All measurements from all possible vectors were high and out of range. Isometrics were performed but no noise or oversensing were observed. The lead would continue to be monitored. A lead revision was discussed but not yet scheduled. Patient was stable.